Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Firing trigger teeth the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged.

Event description:
It was reported that during a bariatric-bypass procedure, the stapler presented difficulty of using and the doctor asked for a replacement. It did not cut or staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.